Manufacturer narrative:
Effectiveness of intra-arterial aneurysm sac embolization for type ia endoleak after endovascular aneurysm repair elena marchiori, md, monika herten, phd, michel bosiers, md, arne schwindt, md, theodosios bisdas, md, phd, martin austermann, md, phd, giovanni torsello, md, phd, and konstantinos stavroulakis, md journal of vascular and interventional radiology [1051-0443] marchiori, elena yr:2019 vol:30 iss:4 pg:531 -538 https://doi.org/10.1016/j.jvir.2018.11.028; exact event date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted in 15 patients for the endovascular treatment of aneurysms with subsequent type ia endoleaks treated with embolization. No additional clinical sequelae were reported. The following events were reported; malfunction; type ia endoleak, insufficient proximal seal.